Event description:
It was reported that the user's infusion set was deployed incorrectly during a set change, as the caregiver applied the adhesive pads to the skin before priming to confirm drops at the infusion set tip, which could result in the infusion set connector not attaching or priming correctly. No reported adverse clinical effects or change in blood glucose during the call. Outcomes included completion of troubleshooting and education with successful note-taking and understanding of proper procedure. Investigation included phone-based troubleshooting and user education on correct priming sequence, proper application steps, routine supply changes every two days, and shower guidance. Investigation of this case revealed user technique error during infusion set placement with a contact detach 23-inch, 6 mm set. It was concluded that the event was attributable to user error, and corrective action consisted of education on correct setup and use.